Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was on a foley catheter prior to the trial and the patient had not kept track of their symptom data. The patient reportedly has a history of utis caused by cathing. The caller indicated that the patient is no longer on the foley catheter and the patient was urinating on their own. The caller was not sure if the patient leaking overnight or not. The patient was also reported to have back pain at the incision site. A second call from the consumer indicated that the patient had stimulation too high, but felt better after lowering stimulation. The patient thought that it made them go more when stimulation was higher. Later the consumer reported that the patient had a "stomach bug" and while the patient was not tracking their symptoms they were happy with t he results at this point in the evaluation. The caller indicated that the patient was urinating every 1-2 hours with no urgency and no need to catheterize. A later call from the consumer indicated that the patient was in pain and thought that the patient may have a uti. The patient was reportedly voiding every 20-30 minutes and it was burning when the patient was voiding. The patient was later determined to have a uti and was taking medication for the uti. The caller indicated that the patient rated the evaluation at a "7" and confirmed that they were feeling stimulation. A final call with the consumer indicated that the patient was having trouble the morning of the call with urination. The caller indicated that it was hard for the patient to urinate. The caller reported that the patient has "cop and uti." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.